Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the pediatric patient developed a reaction that consisted of redness, inflammation, drainage, a scar and burning sensations which extended past the sensor patch. The patient's parent consulted a healthcare personnel (hcp) on (B)(6) 2022 who diagnosed the patient with cellulitis and prescribed oral antibiotics (flucloxacillin and co-amoxiclav). After treatment, the infection resolved and the patient was back to normal (B)(6) 2022. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.